Manufacturer narrative:
(B)(6): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the pericardial effusion. It was reported that on (B)(6) 2018 this was a mitraclip procedure to treat grade 4 functional mitral regurgitation (mr). Pericardial effusion occurred. On (B)(6) 2018, two days after the mitraclip procedure, the pericardial effusion gradually increased causing fatigue. Pericardial drainage was performed. The drainage was found to be venous blood and the mitraclip steerable guide catheter was suspected to have caused or contributed to the pericardial effusion. No additional information was provided.

Manufacturer narrative:
(B)(4). Physician. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Review of the complaint history identified no similar incidents reported from this lot. The reported patient effects of pericardial effusion and fatigue as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. The slippage of the steerable guide catheter appears to be due to user technique/procedural circumstances. The reported pericardial effusion resulting in fatigue, appears to be related to the user technique of the sgc during removal, and therefore, is related to procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed report, additional information was received that the cause of the pericardial effusion may have been the slight movement (jumping) of the steerable guide catheter when it was removed from the atrial septum during the procedure. One mitraclip was implanted during the procedure on (B)(6) 2018 reducing mitral regurgitation to grade 2. The pericardial effusion was noted on (B)(6) 2018 via a transthoracic echocardiogram. No additional information was provided.